Manufacturer narrative:
(B)(4). Batch # p93g0e. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colectomy harhd36 was being used for dissection and ligation throughout a laparoscopic colectomy, there was a small power surge noted throughout the theatre complex and the harhd36 started "playing up" and had made a few strange noises prior to coming up with the "replace instrument" error appearing on the screen of the generator. This is when the surgical team contacted rep. Rep went through all trouble shooting possibilities and it still resulted in "replace instrument", rep suggested that they open a new device and the new harhd36 worked well for the remainder of the case. Rep was not in attendance for this case but he was speaking with the surgical team via phone at the time. No ae to patient. 3-5 minutes delay in surgery. Patient outcome is as expected.